Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with high impedance, high thresholds, and noise. No resolution was reported and the patient was stable.

Event description:
New information received on (B)(4) 2019, indicates that the patient presented remotely on (B)(6) 2019 with oversensed noise and high capture threshold. No resolution was reported, and the patient did not experience any consequences.

Event description:
New information received on (B)(4) 2019, indicates that programming changes were made.